Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported that their jaw seems to be crooked/misaligned when they bite down. The patient spoke with the customer support team member on teams and the patient is having bite concerns and their jaw is clicking. The patient was advised to wear their current aligners for 14 days as the patient has a history of tmj, but we also need to evaluate their bite; possible posterior open bite.